Manufacturer narrative:
Complaint evaluation: the customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the pins on he battery pca were bent and required replacement. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced to resolve the noted damage and the device was deemed fit for use. The device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no patient involvement.